Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that while using bd vacutainer® lh pst¿ ii plus blood collection tubes they found hemolysis and erroneous results. The following was reported by the initial reporter: customer highlighted that they had a increase of hemolysis rate, potassium . Customer claims that they have had a increased rate of hemolysis in pst ii tubes. Only information we have is that from this ward during week 36 they got from 2% > 10% potassium. It´s only from 1 ward that highlighted an increased hemolysis rate. No other information is given, a meeting with the customer will be 09/20/23 and more information will be shared. Unknown any impact on patients or staff.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2023-01822 was sent in error as it was a duplicate of pr#8916913, MFR report # 9617032-2023-01402.

Event description:
It was reported that while using bd vacutainer® lh pst¿ ii plus blood collection tubes they found hemolysis and erroneous results. The following was reported by the initial reporter: customer highlighted that they had a increase of hemolysis rate, potassium . Customer claims that they have had a increased rate of hemolysis in pst ii tubes. Only information we have is that from this ward during week 36 they got from 2% > 10% potassium. It´s only from 1 ward that highlighted an increased hemolysis rate. No other information is given, a meeting with the customer will be (B)(6) 23 and more information will be shared. Unknown any impact on patients or staff.